Event description:
The laser system has the following problem: "diode chiller not maintaining cooling set point". No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to internal component. After the replacement the laser system restarted to work. We are unaware about patient injury.